Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high threshold and rising/high pace/sense impedance. The pocket was reopened in order to replace the rv lead, and the physician encountered difficulty attempting to remove the lead from the implantable cardioverter defibrillator (ICD). It was noted that the setscrew was visualized as being all the way through the device. The implantable cardioverter defibrillator (ICD) was subsequently explanted and replaced. The rv lead was connected to the new ICD and remains in use. No patient complications have been reported as a result of this event.